Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 02/18/2017 alleging that on (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 796 mg/dl with an associated symptoms of moderate urinary ketones, extreme drowsiness, vomiting and polydipsia. The patient was reportedly hospitalized and treated with intravenous fluids. The reporter alleged the patient¿s event was associated with a damaged pump with a power issue; no power. The reporter stated there was no damage to the pump and the battery cap was without damage and fit securely to the pump. This complaint is being reported because the patient experienced injury on insulin pump therapy associated with a pump with a power issue.